Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The reported failure with the pressure transducer not passing the pre-use check was reproduced. The pressure transducer printed circuit board was replaced and the ventilator passed the pre-use check and was cleared for clinical use. No parts were returned and no device logs are available for the investigation. The root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
In follow-up 01, the question "follow up report required?" Was incorrect filled in as yes. This has been corrected in this report. No other information has been changed from what was submitted in follow-up 01.

Event description:
Manufacturer's reference # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).